Manufacturer narrative:
The tandem user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. In addition to experiencing intestinal influenza, the customer experienced diabetic ketoacidosis (dka) with a blood glucose (bg) level of over 500 (mg/dl) due to the reported issue. The customer went to the ER where bg was treated with intravenous (IV) insulin and a computerized tomography (CT) scan of the abdomen was performed. Seven hours after arriving to the ER, the customer was admitted to the hospital where additional insulin and 'other fluids' were administered via IV. Healthcare provider advised that the customer had pancreatitis at time of hospitalization, however, the cause of pancreatitis was unknown. Customer was discharged on (B)(6) 2019 with no permanent damage and the issue resolved. Customer continued using the pump for insulin therapy.